Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The same day the event onset, the patient was hospitalized and treated with amikacin injection (125mg, every day), vancomycin injection (1g, very 96 hourly), and ceftazidime injection (1g, everyday) for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The pd therapy was ongoing. At the time of this report, the patient was recovering from the events, and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.